Manufacturer narrative:
E; (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stopped operating, due to a "vent inoperative: machine and proximal pressure sensor failed" error message (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator stopped operating, due to a "vent inoperative: machine and proximal pressure sensor failed" error message (1007). It was later confirmed that the issue was observed by a sales representee when onsite. The device was evaluated by a service engineer (se), and it was reported that the following error codes were observed in the event log - 1007, 1106, 1107, 1110, 110e, 110f, 1113, 1127. Due to the errors that were observed, the issue was considered a serial peripheral interface (spi) bus failure. The se reported that the data acquisition board was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.